Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Event description:
Caller reported blood glucose results of 353 mg/dl on aviva system 1, 153 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.